Manufacturer narrative:
The philips bench repair technician (brt) determined that the speaker and main board required replacement. The reported problem was confirmed. The brt will be replacing the speaker and main board to resolve the issue. The investigation concludes that no further action is required at this time.

Event description:
The customer biomedical engineer (biomed) returned the intellivue multi measurement server x2 product to the philips repair bench, where it was found to be producing a ¿speaker malfunction¿ error message and was not producing sound. It is unknown if the device had this issue while it was in clinical use. There was no adverse event or harm reported.